Manufacturer narrative:
The investigation determined that higher than expected vitros na+ (sodium) results were obtained from a single patient sample when processed using vitros na+ slides lot 4221-0995-1942 on a vitros 5600 integrated system. The assignable cause of this event is likely sample related. A review of the sample viscosity shows changes between two runs of the same sample, indicating a non-uniform sample and potential sample interference. The initial sample result was 159.8 mmol/l and the repeat result on the same sample was 171.6 mmol/l, which is discordant when compared to the initial result. Additionally, hemolysis was elevated for both runs of the same sample. A second sample obtained from the same patient shows no hemolysis and an acceptable result was obtained. This further indicates debris in the sample, and improper sample handling cannot be ruled out as a cause of this event. The customer did not process a precision test as requested, therefore an analyzer issue cannot fully be ruled out. However, historical qc results leading up to the event as well as qc after the event is well within expectation, indicating that a reagent and analyzer issue is not a likely contributor. Additionally, ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4221-0995-1942.

Event description:
A customer obtained higher than expected vitros na+ (sodium) results from a single patient sample when processed using vitros na+ slides lot 4221-0995-1942 on a vitros 5600 integrated system. Vitros na+ results of 159.8 and 171.6 mmol/l versus an expected result of 129.0 mmol/l biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros na+ results were not reported outside the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).